Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the recommended pump bolus was large due to the customer inadvertently entering the correction factor setting as 1:10 instead of 1:150. Tandem technical support assisted the customer with correcting the setting. Blood glucose was 237mg/dl.